Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on 03/27/03, displayed an elective replacement indicator (eri) on 10/12/05 and end-of-life (eol) indicator on 01/13/06. There is concern that the battery depleted earlier than expected based on the fact that the battery status showed beginning-of-life (bol) on 09/22/05. It was noted that all shock lead impedance tests (slit) have been normal and consistent.